Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3093-28, lot# va0g6wu, implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was reported the patient experienced a loss of therapeutic effect. Two days prior, the patient started having trouble with bladder incontinence. It was stated that it ¿steadily increased,¿ but the patient ¿definitely noticed a difference¿ two days prior. No outcome was provided with this event. Further follow up is being conducted to obtain this information. A follow up report will be sent if additional information is received.